Event description:
They entered a microcatheter sl10 to an aneurysm of the right middle cerebral cranial, introduced the coil, it was perfect, but could not release it at that time. They struck the release button several times (9), moved the coil, snapping it and pulling out it. It was done the same with the micro, removed stress and reset it but this did not work. When they were already taking the coil out of the aneurysm, already without the micro stress, the coil was released, remaining engaged in the microcatheter. They threw out it but the coil was also engaged in hemostasis key also. The coil was finally taken out.

Manufacturer narrative:
Please note that the correct alert date for this report is june 10, 2015.

Manufacturer narrative:
Please note that the initial report date is 7/10/2015, and the lot was unknown / gtin = (B)(4). They entered a microcatheter sl10 to an aneurysm of the right middle cerebral cranial, introduced the coil, it was perfect, but could not release it at that time. They struck the release button several times (9), moved the coil, snapping it and pulling out it. It was done the same with the micro, removed stress and reset it but this did not work. When they were already taking the coil out of the aneurysm, already without the micro stress, the coil was released, remaining engaged in the microcatheter. They threw out it but the coil was also engaged in hemostasis key also. The coil was finally taken out. The product was not returned for analysis, and the lot number was not provided to conduct DHR review. Without the device, the reported event cannot be confirmed, but based on the information; it is possible that procedural factors contributed to the event. Additionally, the lot was not provided, therefore review of the manufacturing documentation associated with this lot could not conducted. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is unknown if the will be return for analysis, but information has been requested including lot information. Additional information will be submitted within 30 days of receipt. Attempts are being made to obtain product information.